Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 were non-functional.

Manufacturer narrative:
Trackwise # 624941 updated sections: b4, e3, g4, g7, h2, h3, h6, h10 a lot history record review was completed for lots 25162675, 25162711, and 25162803 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. H3 other text : device not returned

Event description:
N/a